Event description:
Event description cpi received infomation that during interrogation of this implantable cardioverter defibrillator, the ICD exhibited an error code indicating that the ICD had undergone a reset.